Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was reproduced during field evaluation. Fse investigation noted that the illuminator was faulty. Replacement of this part resolved the issue. Following replacement, the system was tested, operated without issue and verified as ready for use. Isi has not yet received the replaced part for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Verification via rfe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the user observed that the illuminator was unable to power on and the system displayed error code 297. Upon verification, the user stated that the front led of the illuminator was off. The dual controller and vision side cart was operating normally. Troubleshooting was attempted through a system power cycle; however, the issue persisted. The technical support engineer (tse) suggested to ensure that the power switch on the back of the illuminator was in the on position. The tse guided user to reseat the power cord and plug. This did not resolve the issue. Following this, an external illuminator was used to continue the procedure. No other issue was reported. No known impact or patient consequence was reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information regarding the reported event: the system was inspected prior to use and found no issue. The issue was experienced approximately 15 minutes into the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis of the illuminator with an in-house system and confirmed the reported issue. Review of the logs confirmed related error faults. Error code 48245 indicated that the illuminator lamp failed to ignite, 48244 indicates that the illuminator is nearing its end of usable life and 48247 noting a communication fault. These error faults were reproduced during testing and investigation indicated a likely defective power supply. The probable root cause is attributed to a component failure.